Event description:
It was reported that the user experienced repeat infusion set occlusions on the ilet system with a reported blood glucose of 400 mg/dl, which were only resolved after changing all supplies; the user was not reusing cartridges, was not connecting the cartridge to the connector outside the pump, and was advised to complete a rewind before removing the cartridge, and the implicated component was the connector/coupler. Symptoms included hyperglycemia and dry mouth. Outcomes included a delay to therapy without further health consequences. Customer care provided support that included user confirmation of not reusing cartridges. Investigation of this case revealed an obstruction of flow and a deformation problem associated with the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.